Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call a recurring pump error alarm on the insulin pump. Blood glucose level at the time of the incident was 38 mg/dl and was treated with glucose intake. Trouble shooting occurred but issue remains unsolved. Will send follow up to inquire whether auto mode feature was in use at the time of incident. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
(B)(4). Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the hrm task did not grant motor power in reasonable time alarm noted during testing. Motor was tested outside the device and passed. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.